Event description:
Reprise iii study. It was reported that arrhythmia occurred. Prior to the index procedure, heparin and other anticoagulant was given and the subject was not on prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with balloon aortic valvuloplasty (bav) and subsequent deployment of a 23 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete resheathing in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use. On the same day, post index procedure, the subject developed left bundle branch block (lbbb). Of note, no new conduction disturbance was noted post bav. No diagnostic test/procedures were performed, and no action was taken to treat this event. One (1) day post index procedure electrocardiogram (ECG) showed sinus rhythm, marked lad, prolonged qrs duration and i.v conduction defect of left bundle branch block type. Three (3) days post index procedure, the subject had complaints of groin pain. In addition, the subject also developed 1st degree atrioventricular (av) block and lbbb with lengthening pr interval. On examination groin pain was ruled out. Six (6) days post index procedure, electrocardiogram (ECG) showed sinus rhythm with 1st degree atrioventricular (av) block block, left bundle branch block and abnormal ECG. Seven (7) days of post index procedure, a dual chamber non-boston scientific permanent cardiac pacemaker was implanted. The event was considered resolved.